Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was no longer receiving stimulation. Lead diagnostics showed multiple high impedances. Reprogramming was unsuccessful. Surgical intervention may be pending to address this issue. Date of event is unknown. Model 3383, scs extension, date of implant unknown.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead. Therapy has been restored.